Manufacturer narrative:
Tracking #.55083/j. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during an unk procedure. It was reported the white ring from inside the trocar became dislodged. The white ring was retrieved. No add'l info is available at this time.